Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly found to be difficult while pulling it out and it allegdly got uncoiled. It was further reported that the guidewire allegedly got stuck and was difficult to be removed from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire loaded in a stylet hub was returned for evaluation and four photos were provided for review. Visual and functional evaluations were performed on the returned device. The guidewire appeared to be uncoiled due to stretching. Bents were noted throughout the guidewire. Therefore the investigation is confirmed for the reported stretched and the identified deformation issues and the photo review also confirms the same. However the investigation is inconclusive for the reported guidewire stuck and difficulty in removal issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly found to be difficult while pulling it out and it was got uncoiled. It was further reported that the guidewire allegedly got stuck and was difficult to remove from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.